Event description:
The patient could not lie on her side due to the implant resting on her hip and sitting on a nerve. Her leg would "go out" and she had pain in the area of the ins. She also felt electrical jolting and shocking; she was told the leads were fine. The patient felt the device was defective and it was removed.